Manufacturer narrative:
During the evaluation, burnt motor pins were found, which can contribute to the device operating without user activation.the device was repaired but has not been returned to the user facility at this time.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, the saw was running without user activation when the cable was flexed. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.